Event description:
During pt's colonoscopy, attempted to deploy boston scientific resolution clip status post lift snare of a transverse colon polyp. Clip did not deploy and release successfully. Attempted multiple times to try to release the wire from the deployed clip, but remained unsuccessful. After multiple attempts to release the wire from the clip and attempts to reach a resource within boston scientific, decision made to leave it and tape the deployment device wire to pt's buttocks. Wire did migrate out, believe to still be attached to clip, 24 - 36 months after procedure. Failed wire returned to boston scientific once returned to the proceduralist. Reason for use: clipping device.